Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11april2019. The service engineer (se) inspected the device. The se provided the customer with part number and price for a replacement display.

Event description:
It was reported that the ventilator had a blank display. No patient involvement. Event date not specified, estimate used.